Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test and motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The pump passed the idle current, run current, self test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion or excessive no delivery alarm tests due to the alarm. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. Customer states insulin is "squirting out" during the manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.